Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with articulating medium/thick reload. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure with functional side to side anastomosis, after resecting the colon with and while preparing the device for the third firing to create the anastomosis, the device could not return to the initial firing position. The surgeon was able to attach a new load to the handle for the third firing and was checking the jaw's opening and closing, however, the green button and the handle could not return to the initial position. The surgeon used a new handle and reload to complete the case. There was no patient injury.